Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the progav 2.0, visible cuts in the membrane and organic deposits inside of the reservoir, were determined. Permeability test: a permeability test has shown that the progav 2.0 has a blockage while the shuntassistant is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the shuntassistant does not operate within the specified tolerances in the vertical position. An accelerated outflow of could be determined. Because the progav 2.0 is not permeable, a computer controlled test is not possible. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: according to the investigation results, a blockage and a non-adjustability were determined at the progav 2.0. In addition, an accelerated outflow could be determined at the shuntassistant. The visible deposits have led to the functional impairment in the shunt system. Furthermore, we can detect deposits in the prechamber. These deposits had no effect on the functionality of the product. The product met the specification. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx441t) was implanted during a procedure performed in 2018. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.